Manufacturer narrative:
Evaluation of the returned pac400 revealed that the embolization coil was detached from the pusher assembly and not returned for evaluation; therefore, the reported pac400 would not take its intended shape during the procedure could not be confirmed. Further evaluation of the device revealed kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
The patient was undergoing a coil embolization procedure using a pac400. During the procedure, a pac400 would not take its intended shape; therefore, the pac400 was removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.